Event description:
At about 1 year and 11 months after the primary surgery, the patient came in reporting pain and the cause is unknown. The surgeon revised all components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 01-jun-2023. Lot 186285: (B)(4) items manufactured and released on 07-nov-2018. Expiration date: 2023-10-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional component involved: cup: mpact 01.32.156dh acetabular shell ø56 two-holes (k132879) lot 2009438: (B)(4) items manufactured and released on 10-dec-2020. Expiration date: 2025-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 2011808: (B)(4) items manufactured and released on 10-dec-2020. Expiration date: 2025-11-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Stem: sms solid 01.36.048 sms solid stem std size 8 (k181693) lot 1910766: (B)(4) items manufactured and released on 30-apr-2020. Expiration date: 2025-04-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.